Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified cephalic vein. A 7.0mm x 40mm, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. A further microscopic analysis revealed longitudinal tear in the mid balloon body measuring approximately 50mm in length. The examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified cephalic vein. A 7.0mm x 40mm, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.